Event description:
A 48 yr old white g2p2 female status post bilateral trans-axillary submuscular 280cc surgitek gel augmentation. On 4/27/87 pt denies decreased size but complains of right being more ptotic. Soft and natural but right more painful since rough mammogram 1992. MRI 1994, right "linguini". Pt also complains of systemic symptoms, arthralgias, myalgias, paresthesias/spasms, swelling, fatigue, sleep disturbances, adenopathy, chronic yeast infections night sweats, headaches, temporo mandibulart/joint disease, visual changes, dizziness, sensitivity to chemicals, shortness of breath, skin tingling, memory loss, hair loss, oral sores, rashes, increased cholesterol, weight gain, gastrointestinal/genitourinary disturbances and easy bruising. Symptoms progressed slowly and disabling. Otherwise healthy.